Event description:
Research participant with history of remote brainstem stroke resulting in significant limb and vocal paralysis. Investigational device implant surgery was performed in (B)(6) 2022. There was an uncomplicated recovery. Skin edge near pedestal port showed new drainage on (B)(6) 2023. Culture shows staph aureus (methicillin sensitive). It appears to be a local infection. No fevers, headaches, or any evidence of bacteremia (white count is normal). We are treating with oral antibiotics. The participant is stable and appears to be responding well. We are monitoring it closely.